Manufacturer narrative:
Initial reporting address state: (B)(6). Initial reporting address postal: (B)(6). Initial reporting institution phone #: (B)(6).

Event description:
The international philips field service engineer (fse) reported a touch screen was misaligned and could not be calibrated during preventative maintenance (pm). The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the international philips field service engineer (fse) and confirmed the reported issue. The fse replaced the touch screen. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomalies were reported.

Manufacturer narrative:
H10: the removed touchscreen was returned to the philips product investigation lab (pil). The failure investigation (fi) technician installed the touchscreen into a pil ventilator to duplicate the reported issue. Visual inspection of the touch screen revealed no evidence of damage or contamination. The touchscreen was tested, and the failure was confirmed. The pil found that this touchscreen failed all diagnostics testing and resistance measurements were all out of specifications (spec). This touchscreen failed due to multiple resistance measurement failures but was functioning after recalibration. This touchscreen failed due to multiple resistance measurement failures.